Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator shut down. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. A service engineer (se) inspected the device and replaced the exhalation solenoid, exhalation module printed circuit board, and oxygen sensor. The unit passed all testing and operated within the manufacturing specifications.